Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated an error message and became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Covidien reference:(B)(4). The pressure solenoid (psol) valve and the oxygen sensor were received for evaluation. The covidien field service engineer (fse) installed it into a test ventilator for analysis. Tests and calibrations were performed and all tests passed. The 02 sensor calibration was performed and no errors were observed. The ventilator was set into ventilation mode for a minimum of 24 hours using the default settings and no failures occurred. The customer reported malfunction was not verified.